Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that the patient developed a seroma following the implant procedure. The patient was admitted to the hospital and the seroma was drained. The patient has since been discharged and is recovering at home. Stimulation is currently on and the patient is working through the algorithm.